Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. After 2 hours the unit was able to charge, and led is flashing properly. Unit failed to communicate and sync during rf ble test, problem was isolated to electronic assembly. In conclusion, unable to perform functional and rf/ble/downgrade/association/accuracy test due to communication anomaly. The customer complaint of communication anomaly is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that the transmitter was not connecting to the pump and customer was having issues with lost signal. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and the customer deleted transmitter serial number from pump and re-paired but transmitter would still not communicate/trigger a "sensor connected" alert. Customer was advised that the transmitter was not working. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.